Event description:
It was reported that during initial implant while positioning the lead under fluoroscopy, it was discovered that one of the electrodes was missing. The missing electrode was found stuck to a piece of plastic that sits on top of the lead in the packaging. The lead was explanted and a new lead was opened. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed that the lead was broken at the distal end. The electrode tabs were broken off due to an electrode weld anomaly. The proximal end was intact and noted to be ok. The functional test concluded that continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).